Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pacing lead was not pacing and, according to radiography, may have fractured. The physician believes the fracture is due to "chronic obstructive pulmonary disease and clavicle anatomy". The lead was removed and replaced. No patient complications have been reported as a result of this event.